Manufacturer narrative:
Updated: b5, d8, e3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer¿s allegation was not reproduced. Based on the results of the investigation, a definitive root cause could not be identified. It is likely that the reported issue was due to some kind of stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the forceps port of the bronchovideoscope was deformed. The issue was identified during setup before the patient was in the room, and no patient involvement was reported.

Manufacturer narrative:
E1/facility name: (B)(6). E1/address 1: (B)(6) - added due to character limitation in respective field. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional